Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that there were no damages or fracture were observed on the catheter. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.(B)(4).

Event description:
It was reported that catheter fracture occurred. An opticross¿ imaging catheter was selected for use. During procedure, it was noticed that opticross¿ imaging catheter had a fracture. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter fracture occurred. An opticross¿ imaging catheter was selected for use. During procedure, it was noticed that opticross¿ imaging catheter had a fracture. No patient complications were reported.